Event description:
It was reported patient lost effective therapy due to high impedances on one of the leads. Investigation was unable to identify which lead attributed to the issue. Surgical intervention was undertaken wherein the system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000140465 the results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.